Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for insulin flow blocked alarm. Customer confirmed insulin did not exit during 5u fill cannula test. Customer reattempted load reservoir/fill tubing process after a complete set change and insulin did not exit. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. Product return is required for mmt-1886.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with constant insulin flow block alarm. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on (B)(6) 2025 13:39:17.000 through (B)(6) 2025 08:01:15.000 multiple no delivery alarms were recorded. Proceed by cutting unit open and performing a visual inspection on connectors and electronic assembly. Per visual inspection all connectors were plugged in properly and no moisture damage was noted on electronic assemblies during visual inspection. However, force sensor zero offset out of spec(496.3mv) that could of cause the no delivery alerts. The following cosmetic damages were noted: scratched case, cracked keypad overlay, pillowing keypad overlay, label damage (faded) and cracked case (battery tube). In conclusion, customer concerns were confirmed during testing and in download history file due to force sensor zero off set out of spec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.